Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the op check and self test are both failing. The test load has been replaced and the tests still fail. There was no reported patient involvement.